Manufacturer narrative:
The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2018-00038 and 3013394970-2018-00039. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal device was defective. The end of the included sheath was crimped tightly and the tech had a difficult time inserting the dilator fully. It was reported that the device was not used. It was reported that the patient was stable and that the procedure outcome was successful. Additional information was received on 2/2/18: it was reported that they did not use the device and simply pulled another angio-seal from a different lot and were able to achieve hemostasis with that device.